Event description:
According to the reporter: occurred during a colon procedure. The manual stapling handle and reloads were being used for the functional end-to-end anastomosis. During the second firing the surgeon felt the firing was not smooth. The surgeon fully fired the device, then removed it from the tissue and checked the staple line. However, some staples were 'v' formed on the tissue. At the third firing, the surgeon fully fired the device and the staples over the tissue were well formed. However, some of the staples which were not over the tissue were malformed. A few of the staples were removed but others were not removed. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.